Event description:
Sv 300 -stop of ventilation without alarm during use on a pt. As reported on the materiovigilance form, servoscreen went blank, no ventilation of the pt, no alarm from the machine. Servo ventilator was set in 'control volume' mode. After a 'switch/off' switch'/on' cycle, sv 300 seemed to function without abnormality.